Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) was 589 mg/dl. Reportedly, assistance from customer's mother, diabetes educator, and endocrinologist was required in administering manual insulin injection and obtaining fluids to address the bg level. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 589 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.